Event description:
It was reported that the right ventricular lead exhibited lead noise. It was suspected that a pulse generator malfunction might be causing the lead noise. The device was explanted and the lead was capped on (B)(6) 2019. Replacement device and lead were implanted. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.